Event description:
A patient reported experiencing inaccurate erratic results wtih a lifescan meter. The patient's blood glucose results were 74, 135, 240 mg/dl. Tests were done within 10 minutes with a difference of 66%. Patient did not experience any adverse events.